Manufacturer narrative:
Initial reporter facility name: (B)(4). Initial reporter city: (B)(4).

Event description:
It was reported that coil protruded from the catheter tip. The target lesion area was located in a moderately tortuous internal iliac artery. A 12mm x 40cm interlock-35 embolic was selected for use in the embolization of an aneurysm in the internal iliac artery. During the procedure, the coil got stuck inside the catheter at the distal part. However, the coil protruded from the catheter tip upon removal. The coil was removed as it was. The procedure was completed with another of the same device. No patient complications reported.